Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while using the number pad on the pump touch screen, the number pressed would not register. However, a different number would register instead. Customer's blood glucose was between `78-278 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.